Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record (DHR) indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information: (first and last name, email), (phone #), if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during renal transplant, the item had poor staple formation that resulted in the vessels to bleed. The blood loss is up to 150 ml from the renal artery stump and surgical intervention using grasper and metal clips, to seal the bleeding was done. There was an increase in the extraction time for the donor kidney (7 minutes - average extraction time 3.5 minutes). Further re-checks to ensure adequate hemostasis. There was patient injury noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during renal transplant, the item had a poor staple formation/misfired resulted the vessels to bleed. Accordingly, there was an immediate blood loss of up to 150ml from the renal artery stump and surgical intervention was made to immediately control of the bleeding vessel with grasper followed by application of metal clip(s) to seal the divided blood vessel. There was an increase in the warm ischemic time (extraction time) for the donor kidney (7 minutes - average extraction time 3.5 minutes further re-checks to ensure adequate hemostasis.